Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient who was receiving morphine with concentration 10 mg/ml at a dose rate of 7.935 mg/day via an implantable pump for non-malignant pain. It was reported that the pump logs showed a motor stall with no recovery. There was no magnetic resonance imaging (MRI) or electromagnetic interference (emi) interaction that they were aware of. No patient symptom was reported. The company representative was to follow-up with the healthcare provider. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the pump was replaced and would be returned. The patient¿s weight was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-mar-09, additional information was received from the manufacturer representative (rep). It reported the healthcare professional's (hcp) office first reported the information. The pump was read and set to minimum rate and the office began the steps of getting him replaced. The patient has not had their pump replaced at this time.